Manufacturer narrative:
Device received with partially broken reservoir tube lip and retainer. Unable to perform the displacement test and p-cap / reservoir will not lock properly due to partially broken retainer. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a crack reservoir compartment and a piece was broken out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.